Manufacturer narrative:
There were no discrepancies noted in the mfg lot history records for this lot. The device was visually inspected. The outer drill flutes were heavily damaged. The damage is not indicative of any mfg or testing process failure. This unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.

Event description:
The device showed problems with the 4th drill hole. It did not stop automatically and resulted in a dura perforation ans damage of the cortex. The condition of the pt is not qualified as critical.